Event description:
Aicd generator that was recalled by MFR. Removed from pt.

Event description:
Add'l info rec'd from MFR 7/13/01: the referenced letter requested add'l info regarding an implantable cardioverter defibrillator. The model referenced in letter is model 7223cx. As no serial number was provided, an extensive search in database has not identified any event that coincides with the explant date and initial rptr info. MFR is therefore unable to provide any of the requested info.